Event description:
It was reported that the patient infusion set fell off due to adhesive issue, which led to high blood glucose is event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site:3003442380. Manufacturing site:3003442380.